Manufacturer narrative:
Concomitant medical product: w2dr01 ipg, implanted on (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible t-wave and r-wave oversensing. It was also reported that the right atrial (ra) lead exhibited undersensing. The ra and rv leads remain in use. No patient complications have been reported as a result of this event.